Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the cartridge was filled with 250 units, and after the deliver of 10 units, the customer received a fill estimate of 225 units. There was no impact to the customer's blood glucose level. The customer declined to reload the cartridge and will continue using the current cartridge for continued insulin therapy.